Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a qsrs from saturday (B)(6) 2025 regarding pressure injuries from an arctic sun on one of the trauma patients. They had line marks on skin from the edges of the arctic sun around knees, across abdomen and under breasts. The nurse noted this and padded the edges, there were pictures in chart. It looks like they were documented as stage 1 in chart. It was unknown what medical intervention was provided.

Event description:
It was reported that they had a qsrs from saturday (B)(6) 2025 regarding pressure injuries from an arctic sun on one of the trauma patients. They had line marks on skin from the edges of the arctic sun around knees, across abdomen and under breasts. The nurse noted this and padded the edges, there were pictures in chart. It looks like they were documented as stage 1 in chart. It was unknown what medical intervention was provided. Per follow up information received via (B)(4) on 05may2025, updated entry description. The patient was a 60kg, 13-year-old. They did not see the pads, but they had the adult pads on. Noted to have stage 1 pressure injuries across abdomen where the bottom of the pad was located, under breasts and at the top of the pads, and behind knees. After took the pads off, the injuries cleared, and no treatment was indicated. The skin was not padded where the arctic sun would potentially cause problems, so they educated in staff meeting to pad problem areas.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.